Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for endoscopic saphenous vein harvesting procedure, the user reported the bipolar cord was not receiving power. An alternate device was employed to conclude the procedure. The user reported the procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.